Event description:
It was reported that the patient presented to the hospital for a new implant of ICD and leads. The patient remained in the hospital overnight and the following morning pauses on the telemetry unit were observed. Leads were checked and all lead measurements were in range. However, over the weekend there were repeated instances of pauses in pacing, but the dependent patient did not experience any symptoms. Two of the real time egms showed pacing inhibition during ventricular oversensing of baseline signals, and pacing depolarizations only following every other vp. It was suspected that there is a device issue with the pacing circuitry. The device was explanted on (B)(6) 2017 and the lead was repositioned as fluoro showed that atrial lead had moved slightly since implant. The patient was stable.